Event description:
It was reported that heparin 25,000units in 250ml bag was programmed manually with an infusion rate of 11.5ml/hr. The infusion report showed that the infusion was stopped after 35 minutes and it was noted that whole bag was empty. Upon inspection of the hospital's biomed department, the pump showed no damage and it passed full preventive maintenance inspection. They were unable to duplicate the event. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that heparin 25,000units in 250ml bag was programmed manually with an infusion rate of 11.5ml/hr. The infusion report showed that the infusion was stopped after 35 minutes and it was noted that whole bag was empty. Upon inspection of the hospital's biomed department, the pump showed no damage and it passed full preventive maintenance inspection. They were unable to duplicate the event. There was patient involvement but the information on patient impact is not known.